Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge alarms (alarm 01) occurred. Additionally, it was reported that a cartridge alarm 5 and an altitude alarm occurred. Customer's blood glucose ranged from 136-150 mg/dl. Reportedly, a new cartridge was loaded, and insulin delivery was resumed.